Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that a transtelephonic check showed possible atrial undersensing. No native beats were seen and magnet application showed doo pacing at 59.8 ppm with no clear ventricular capture.